Manufacturer narrative:
Block d4, h4: the complainant was unable to provide the suspect device lot number; therefore, the device manufacture date is unknown. This is a non-sterile device with no expiration date. Block f10: device problem code 1069 captures the reportable event of brush break. Block h10: visual analysis of the returned hedgehog brush found residue on the end of the brush. Bristles are missing from the brush head. The damage is consistent with forceful application of the brush through a scope. No other issues were noted. Based on the evaluation of the returned device, the damage is consistent with forceful application of the brush through a scope, likely as a result of an occluded scope channel. A labeling review was performed and from the information available, this device was used in a manner inconsistent per the directions for use (dfu) / label. The directions for use (dfu) states that "endoscope channels may be damaged if brushes are forced through when channels are occluded or if resistance is met during brush passage." Therefore, the most probable cause for this event is failure to follow instructions, which indicates that the problem is traced to the user not following the manufacturer's instructions. A manufacturing batch record review was unable to be performed as the lot number is unknown. However, a ship history review was performed to identify the most probable lots, and a DHR history review on the most probable lots did not identify any deviations within manufacturing/service processes that could have contributed to the event.

Event description:
It was reported to boston scientific corporation that a hedgehog double end brush was used during scope cleaning on (B)(6) 2019. According to the complainant, during cleaning of the endoscope, it was noted that half of the bristles was missing when the brush was removed from the endoscope. Another brush was used to complete the cleaning of the scope. There was no patient involvement.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device manufacture date is unknown. This is a non-sterile device with no expiration date. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental a will be filed.

Event description:
It was reported to boston scientific corporation that a hedgehog double end brush was used during scope cleaning on (B)(6) 2019. According to the complainant, during cleaning of the endoscope, it was noted that half of the bristles was missing when the brush was removed from the endoscope. Another brush was used to complete the cleaning of the scope. There was no patient involvement.